Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/14/2009, 07/21/2009 and 07/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report mailed to FDA on: 08/07/2009.

Event description:
A surgeon reported a patient with a myopic surprise following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.